Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after receiving a 1.42 unit via basal delivery and a bolus request for 39 grams of carbohydrates, blood glucose (bg) dropped to 56 mg/dl. Food was consumed to address the low bg level and it increased to 316 mg/dl. The customer delivered a 9 unit bolus and due to overcorrecting, bg dropped to 33 mg/dl the next morning. Glucagon was administered to address the low bg.